Event description:
It was reported that the patient presented to the hospital and a remote monitor transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patient's implantable cardioverter defibrillator (ICD) had delivered inappropriate therapy for a "possible svt/atrial arrhythmia with rapid ventricular rate." Also noted was far field r-wave (ffrw) oversensing on the patient's right atrial (ra) lead. Both the ICD and ra lead remain in use. Follow-up was attempted, but unable to obtain further information/details. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.